Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. Electrical, visual and x-ray evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented for implant procedure. During surgery, the lead could not obtain appropriate capture thresholds. The physician completed the procedure with a different lead. The patient was in stable condition.